Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. It was reported that the patient wasn't getting relief from the stimulator anymore. The system was explanted. It was asked but unknown if the explanted product was replaced by the manufacturer's product. The issue was resolved as of (B)(6) 2017 and the patient was alive with no injury. The issue occurred during normal use. The explanted product would not be returned as the customer refused. The date of onset of the event was asked but unknown. No further complications were anticipated.